Event description:
It was reported that the ventilator generated alarms for low expiratory tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated the alarm for expiratory minute volume: low. Identification of issue has been done by analyzing problem description. Service report and device¿s logs were not available for further evaluation. According to the information provided by the technician, the leakage from edi catheter has been detected. After adjustment of this part, the issue has been resolved and the device was delivered to the user in working condition. Since the device's logs have been not provided for further evaluation, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018. Corrected manufacture date: 11/02/2010.